Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had received a low battery flag. The sjm rep cleared the flag, and it was reported the issue reoccurred within 24 hours. The low battery flag was cleared the second time. The pt settings indicated the issue was passivation. The pt was advised to contact the sjm rep if the issue had not resolved. Follow-up indicated the pt had not reported the issue continued.